Manufacturer narrative:
(B) (4): eval results: visual inspection of the returned product showed a piece of the optic and haptic was missing. A work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B) (4).

Event description:
It was reported that the micl13.2 implantable collamer lens tore as it was ejected into the eye. The lens was removed without any pt injury.